Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff procedure, it was observed that the tip of the anchor broke when the surgeon tried to pull the threader tab loaded six sutures with an excessive force. It was also reported that no broken piece was left in the patient¿s body. There was no surgical delay or harm to the patient. The sales rep has provided the instruction of this device to the surgeon. The backup device was used to complete the case. The existing bone hole was used to complete the procedure . The complaint device was broken before insert the patient¿s body. There is no information on which awl was used. There is no information on the type of bone quality the patient had. The type of suture that was used is orthocord. There is no information if the sutures detached from the ring cleats. There is no information if the stay suture was removed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.